Event description:
A report was received that the patient's ipg tilted causing pain and discomfort at the pocket site. It was noted that the ipg was perpendicular to the skin and was pressing outward. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.